Manufacturer narrative:
Expiration date: this is a non-sterile device with no expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during scope cleaning, the brush was detached and a bristle was left inside the scope. A pair of forceps was used to remove the bristle from the scope. The scope cleaning was completed with the original device. There was no patient involvement with this event.

Manufacturer narrative:
Block d4: expiration date this is a non-sterile device with no expiration date. Block h6: device code 1069 captures the reportable event of brush break. Block h10: investigation results one hedgehog brush was received for analysis with one of the brush heads detached from the base. The brush head was intact. Based on all available information and the condition of the returned device, it is possible that forceful manipulation such as twisting of the device inside the scope could have resulted in the brush head detaching. The investigation concluded the most probable cause is unintended use error. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog brush was used during scope cleaning on (B)(6) 2020. According to the complainant, during scope cleaning, the brush was detached and a bristle was left inside the scope. A pair of forceps was used to remove the bristle from the scope. The scope cleaning was completed with the original device. There was no patient involvement with this event.